Event description:
There was a medical device failure that happened during a surgery I had on my hip. I had a right hip labral reconstruction after cadaver tissue surgery done by arthroscopy on (B)(6) 2017. The tool used by my surgeon called the cinchlock flex knotless anchor system with inserter manufactured by stryker, malfunctioned during the surgery. An internal wire broke off during deployment while the dr was inserting an anchor into my hip socket to hold the labrum. The breakage of the tool went unnoticed by my surgeon and other operating room staff; 6 months post op to this surgery, as I was still in severe pain, we did a f/u MRI which indicated a foreign body was obscuring the view of the hip. Due to the inability to view the hip by scan and see what was going on, my dr decided he needed to do a revision surgery to find out what the foreign body was. This surgery was performed on (B)(6) 2018. This is where the wire was found lodged partly in and partly out of my acetabulum. The surgeon was able to snip off 3mm of this half inch wire and debride the areas of tissue that were damaged by the wire rubbing on them. My dr was unable to remove the remainder of the wire as it's lodged in the acetabulum with the anchor. It's currently still in my hip. I'm still in pain. On (B)(6) 2016 there was a class 2 FDA recall on the cinchlock flex tool for the exact scenario that happened during my surgery. The recall was terminated on (B)(6) 2016. My surgery was 10 months later. The model number of the cinchlock flex anchor system used during my surgery, cat02643 matched one of the models listed in the recall. The lot number of the tool used during my surgery is 16102801. FDA safety report ID# (B)(4).